Event description:
It was reported that a monofocal intraocular lens (iol) was explanted from a patient¿s operative eye. The reason for explant was not specified. A non-johnson and johnson lens was used as a replacement. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown, information was requested but not provided. Section b3: date of event: exact date is unknown/not provided. Best estimate date is prior to feb 23, 2024. Section d6a: if implanted; give date: unknown/information not provided. Section d6b: if explanted; give date: unknown/information not provided. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.